Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range pacing lead impedance was observed. The patient came to the hospital for device replacement due to unstable rv lead impedance and because patient device is nearing eri. During the procedure, lead fracture on the rv lead was noted. The rv lead was also noted to be dislodged and stuck in the patient's body. Several attempts to remove the lead were unsuccessful. It was also noted that during the procedure the physician used a diathermy to open the pocket. Right after the usage of diathermy, it was noticed that the heart rate of the patient dropped and device went into backup vvi mode. The device was explanted and the lead was capped. The patient's condition was stable during and post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in one segment. Insulation damage was noted at 21.3-21.5 from the connector pin, consistent with clavicle crush damage. All five fillers of the outer coil were fractured at this location. This is consistent with the observation from the field of high, out of range pacing lead impedance.